Event description:
Event description cpi received information that during attempted implant of this implantable cardioverter defibrillator (ICD), the device would not deliver therapy and external cardioversion was required. A review of episode detail showed fault code 3 for the attempts.